Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
It was reported that the patient elected to have the device explanted (date not reported) due to poor performance with device.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2017-01854.